Event description:
On (B)(6) 2015 the patient underwent a double valve replacement procedure at which time a 29mm sjm mechanical heart valve (mhv) was implanted in the mitral position and an unknown valve (size/type) was implanted in the aortic position. Approximately three months post-implant, the patient developed a thrombus in the mechanical mitral valve and the valve was explanted. A 27mm mhv was implanted as a replacement for the 29mm mhv the status of the anticoagulation regimen is unknown.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Three photographs of the explanted 29mm sjm mechanical heart valve were received from the customer. The photos received showed the outflow side of the valve. In the images, the sewing cuff appeared to contain blood and body fluids and what appeared to be white tissue covered approximately one third of the rim of the orifice. What appeared to be red tissue covered the entirety one leaflet and extended onto portions of the second leaflet. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event remains unknown.